Event description:
It was reported that there was a separation between the female connector and the main body of the twist clamp on a minicap extended life pd transfer set. The registered nurse observed the tip unscrewed while disconnecting the device during a transfer set change for a newly placed catheter. The set was for use in peritoneal dialysis (pd) therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Date of event/concomitant medical products: the occurrence date was unknown stated as "last week". (Lot #): there are two (2) suspected lot numbers h21k19078 and h20j29062. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the female connector (dark blue) and main body (light blue). Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent to the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these suspect lots. Should additional relevant information become available, a supplemental report will be submitted.